Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation of the returned drill sleeve shows that the threaded tip is on one side broken off, as mentioned in the device report. The article is in good condition and shows just few signs of sterilization (stains); only the tip is partially broken off. Based on the provided information we are unfortunately not able to determine the cause which has led to this occurrence. It is likely an unforeseen mechanical overload situation has led to this damage, or the article was dropped on the floor. The manufacturing and material records were reviewed and no deviation to the specification was found. We conclude that the cause of failure is not due to any manufacturing non-conformance. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of device breakage is unknown; however, the discovery was made on (B)(6) 2015. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: may 31, 2013. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression plate (lcp) drill sleeve was discovered to be broken during a pre-operative check. The broken piece was not found and therefore the customer believes that the device was broken during the delivery stage. No reported patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.